Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was reported via phone call that the auto mode was active on the insulin pump during the high blood glucose level event.

Manufacturer narrative:
Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, self test and occlusion test. Device was monitored and functioning properly. No prime/fill anomaly during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose and the piston of the insulin pump was not going up. The customer blood glucose level was 600 mg/dl at the time of incident and the current blood glucose of the customer was 600 mg/dl. Customer stated insulin was squirting out during the fill tubing process. Customer reported the insulin began to drip continuously after the motor stopped. Customer reports the load reservoir process did not complete without insulin exiting the tubing, insulin did exit out of the tubing. Customer treated with shot. The insulin pump will be returned for analysis.